Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the no-telemetry condition was the result of a depleted battery caused by elevated current drain on the hybrid related to the regulated supply. The elevated current drain cleared during analysis with the cause undetermined. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) had reached end of service (eos) and is no longer in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.